Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. It was reported that the packaging was damaged. The initial complaint did not say that the package had a hole, only that the package was damaged. The package, which was returned without any carton, was visually examined and it was confirmed that damage that appeared to be a puncture of the package starting on the bottom stock side of the package and penetrating through to the top stock as well. The puncture was most likely caused when the package snagged or caught on a pointed object. The defect is not located anywhere near the device so it is highly unlikely the hole was caused through compression on any portion of the device. Packages are placed into sales unit cartons immediately after packaging process and it is not likely that anything in the process could be responsible for the condition of the package. Due to the condition of the package and location of the damage to the topstock, it is most likely that the issue was caused external to the manufacturer. Lot history records for were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that before an unknown procedure, the package was found damaged. Used same like product to complete the surgery. No device will be returning immediately.